Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening). In addition, the patient also alleged eye irritation, respiratory tract irritation. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening). In addition, the patient also alleged eye irritation, respiratory tract irritation. At this time, no medical intervention has been reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings and dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer's service center. There was 7 error code found. The manufacturer's service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h6: problem code grid, patient outcome grid, evaluation method code grid, evaluation results code and conclusion code grid has been updated